Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2017 that the reservoir had air bubbles. The customer¿s blood glucose was unknown mg/dl at the time of the incident. The customer states reservoirs couldn't get bubbles out and had missing o ring as well as had experienced high blood glucose. Troubleshooting was not performed. The reservoir will be returned for analysis.